Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded and or loose drive support disk. Motor error alarms were not verified due to compromised force sensor system alarms. The motor was tested outside of the device and passed. The device had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer also stated that the customer received an error alarm during the manual prime. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 227 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.